Event description:
Rptr alleged segments were missing from and darkened on the display of the compact plus system. Rptr discovered the alleged display issue when she called the MFR. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.